Event description:
A malfunction, identified as malfunction code 12, was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer had not previously reset the pump for this issue, so technical support provided reset information and assisted the customer with resetting the pump.